Event description:
It was reported that during an unknown procedure, one clip applier locked out. Case completed with one new device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Jaws. The er320 device was returned partially cycled with a clip jammed. The clip was removed from the jaws in order to measure the jaws width and they were found to be yielded. Upon visual inspection the feedbar was found to be bent and tangled to the floor. The jammed clip was removed from the jaws in order to perform functional testing; during the analysis the lockout mechanism was noted to be prematurely activated. The lockout was broken in order to continue with the functional testing; the device was cycled and it fed and formed nine clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted with the internal components that would have been caused the premature lockout. Possible cause of the lockout condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.